Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to the shell shifting and protruding through the medial wall.

Manufacturer narrative:
Additional information provided: gtin. An event regarding periprosthetic fracture and loosening involving a tritanium shell was reported. The event was confirmed through review of the provided x-rays by a clinical consultant. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: {...} narrative reportedly the patient had loss of fixation of the tha acetabular component with subsequent protrusio fracture through the medial wall of the acetabulum. X-rays were reviewed which document loosening and protrusio as well as subsequent explantation and implantation of a revision acetabular component supported with multiple bone screws and reconstruction of the medial wall of the acetabulum presumably with allograft bone. Assessment: review of these records confirms loss of fixation tha with protusio fracture of the medial wall of the acetabulum occurred, however, the root cause cannot be determined as insufficient information was available. {...} -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's left hip was revised due to the shell shifting and protruding through the medial wall.